Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a tubing set with ns on one side and platelets on the other side. The side with the platelets had disconnected from the top of the filter while connected to a patient and attempting to hang the set onto a pole. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing came apart from the drip chamber was confirmed by a picture received from the customer. The picture shows that the pv tubing was completely separated from the drip chamber blood filter top cap inlet port. The root cause of this failure was not identified.